Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Review of egms revealed non-sustained ventricular oversensing and noise due to possible myopotential oversensing. Isometric testing, and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.